Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 37 cm distal to the is4 connector pin. The proximal fragment was received for analysis. The distal fragment was not returned. The returned lead fragment was analyzed. The inspection revealed that the insulation was, apart from the present cut, free of breaches. The conductor coil was found deformed 21 cm distal to the is4 connector pin. The deformation probably occurred during the extraction procedure due to mechanical stress. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported fracture. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
This lv lead was capped and replaced due to a fracture. No adverse patient events reported. Should additional information be received, this file will be updated.